Manufacturer narrative:
No button error alarm noted. However, the insulin pump had no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm. The customer caught in a rainstorm prior to alarm. Customer's blood glucose level at the time was unknown. It was reported that the customer had blood glucose levels of 370 mg/dl due to not having insulin. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.